Event description:
A revision surgery due to infection was identified during the tmj reconciliation process.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility reported that the complaint item was discarded during the revision surgery and therefore, not available for review by the manufacturer. Based on the information received from the surgeon there is no indication the implant did not function as intended, but was removed due to the condition of the patient. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.